Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016. Customer's blood glucose was unknown. Customer had a cold and was not feeling well. Customer was hospitalized and released the same day. Customer was wearing insulin pump at the time of hospitalization. It was also reported that insulin pump had physical damage. It was reported that drive support cap was completely missing. Insulin pump would need to be replaced.